Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and mild chest pain. It was further reported that the right atrial (ra) lead had dislodged and perforated the atrium. The patient underwent a thoracotomy. The ra lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.